Manufacturer narrative:
One opened phacoemulsification tip in a wrench, in a bag, in a tray with other items was received for the report. The reported product and lot numbers were confirmed on the returned label. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing associated with the reported event therefore, tip was more bent as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was bent and sleeve could not be applied during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact.